Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/12/2021. H3 evaluation: additional photo analysis. The photo analysis results found that the device was observed in the photo. No packaging was observed. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Based on the photo the event describe is observed, however no conclusion or root cause could be determined. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Evaluation: the analysis results found a device was returned without the original packaging. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule broken. This evidences that the pen device was broken. Due to the damages found on the device the verified, a possible cause for these conditions is due to improper handling during transit or storage. Product is 100% inspected prior to release. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent did this issue cause an injury to the user? No. If yes, was medical or surgical intervention required? Na. Was there any special diagnostic test performed? Na. What is the status of the healthcare professional injury today? Na. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? No. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Yes have in my possession. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bowel procedure on (B)(6) 2021 and topical skin adhesive was used. During use, the ampoule cracked the outer glass. There were fragments generated. The fragments were easily removed, and the procedure was completed with no patient consequences. No user consequences as well.